Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "surgeon stated a piece of the seal was noticed in the abdomen at the conclusion of the case. The piece was retrieved from the patient." Patient status - stable.

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. Rep informed no product return as of sept 17, 2016. The event unit was not returned to applied medical for evaluation. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to instruments not being axially centered during insertion/removal which could tear a part of the seal. Per the instructions for use (IFU)," all instruments should be centered axially when inserted through the seal to prevent tearing." Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from an applied medical representative on april 28, 2016: a stapler was being used during the time of the event. "They were reaching pretty far and the trocar was completely advanced." Additional information received via email from an applied medical representative on may 12, 2016: no information about the stapler used during the procedure received. "If I had to guess I'd say it was the articulating eschelon but I can't say for sure."